Manufacturer narrative:
MDR 2518422-2025-113053 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2025-009297. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
MDR 2518422-2025-009297 is the original report associated with this device. A duplicate report has been submitted for this device under report. This follow up report is being filed for awareness of this duplicate report.

Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged compliant. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation inside the blower kit. Additionally, the device had dust/dirt contamination and displayed error code e024 (motor speed reverse), e030 (motor spin-up flux high) and e055 (therapy queue full). The device was scrapped by the service center after the evaluation was completed.